Event description:
It was reported that multiple system error 322 alarms were observed in the device history log. The customer stated that the device was returned to the biomedical department from the med surge unit. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. Review of the device history log was able to confirm the system error 322. The device was tested for 24 hrs and the eval was unable to reproduce the system error. Failed upper and lower auxiliary assemblies are known contributor to system error 322. As a result the upper and lower auxiliary assemblies have been replaced. System error 322 will occur when the pump transitions from the dor open state to the door closed/set-loaded state and the lower link switch does not activate.